Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic vaginoplasty procedure, the resident placed raytec device into the trocar and started to advance it down into the abdomen. It was noted as they began that the tracker from the raytec had fallen on to the drapes. Action of advancement was discontinued immediately. Tracker was removed from the field. No blood transfusion was necessary. There was no patient injury.